Event description:
It was reported that the infusion device check button was 'worn away." No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for evaluation. The complaint was not verified due to mishandling of the product. The soft component of the check button is "demolished;" therefore, it is difficult to press the check button. The other buttons on the infusion device operate as intended.